Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide cath: hyperion. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% restenosed distal right coronary artery. Pre-dilatation was performed with an unspecified balloon catheter and a non-abbott stent was implanted. A 3.0 x 8 mm tenku balloon catheter was advanced for post-dilatation; however, the balloon ruptured when inflated for the first time at 10 atmospheres for 20 seconds. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.